Manufacturer narrative:
H3: based on historical complaint investigations and the reported event, the broken humeral liner impactor tips reported were likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture of the devices. Additionally, the devices may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the reported failure.

Manufacturer narrative:
Pending device return and investigation.

Event description:
As reported, two impactor tips were broken trying to impact the humeral liner. No other information provided.